Event description:
It was reported that the pt was treated with the arctic sun and developed blisters on the skin. Pt was treated with xerofoam gauze.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.